Event description:
Physician attempted to use a vascular closure device in the right femoral artery to seal the artery. The device broke at the connection between the metal and the black telfon catheter. The device was stuck in the patient. It was necessary to call in a vascular surgeon to remove it.no patient harm other than additional procedure.